Event description:
It was reported that during a check-up, the data from the device could not be obtained because the device was in reset. Two days later the patient expired. No additional information regarding the circumstances surrounding the patient's death was given. The device was not explanted.